Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing with pacing inhibition in this pacemaker dependent patient. Lead impedance measurements are normal. The patient also complained of twitching in the pocket area. Guidant received subsequent information that the noise precipitated inappropriate shock therapy. The clinician suspected a lead fracture and capped the right ventricular implantable transvenous defibrillation lead.